Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient states they received a replacement controller yesterday and now the device will not communicate with the implant. Agent did not ask about the circumstances that led to the reported issue. The patient reports seeing poor communication with and without the antenna attached even after repositioning. The patient states they used to feel stimulation but as of yesterday they noticed they no longer feel it. The patient reports they feel the electricity but if they turn stim down, it's comfortable. The patient has an appointment with the healthcare provider (hcp) on (B)(6) 2021. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.